Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert and the vibrator or motor did not have power available when needed. The customer's blood glucose level was 8.2 mmol/l at the time of the incident. The customer reported power system error in the past. The customer stated that the batteries lasted about two days. The product was returned for analysis.

Manufacturer narrative:
The device was received with high sleep current due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the sleep current was within specifications. No pump error 25 alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 60 was noted during testing. Pump error 63 confirmed in pump history with variable due to cold solder joint at keypad assembly. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay texture damaged. The device was downloaded to carelink successfully. No radio frequency communication anomalies were noted.